Event description:
The customer reported that the intellivue mp30 indicating shows the red alarm led, the desat alarm is displayed but there is no alarm sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and provided analysis of the log files of the control panel and the monitor configuration. The rse advised the desaturation (desat) alarms that occurred during the telephone conversation on (B)(6) 2025 around 12:30 p.m. Were analyzed using the pic ix audit log. The alarm is actively reported at the control panel by 12:32:38-12:32:50 = 12ms and 12:29:58-12:29:59 = 1ms. The red alarm tone at the control center was generated according to the log. The desat alarms are under the 10 sek alarm desat delay in the mp30, so they are not alerted in the monitor as a red alarm sound before the alarm situation is no longer active. The desat alarms on the pic ix are active for milliseconds, as the system-related delay time in the network also has an influence on the transmission to the pic ix. The rse concluded there was no device malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Manufacturer narrative:
The philips remote service engineer (rse) did not receive any information to be able to work the reported event. Event cannot be confirmed for any other occurrences, as neither the exact time or alarm event were available for the claims of the users therefore, the complaint allegation cannot be confirmed. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. There is no additional information available to be able for evaluation, the cause of the reported allegation is undetermined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.